Event description:
There was four resolute integrity rapid exchange (rx) drug eluting stents and one other brand stent implanted in the lad and one other brand stent implanted in the lcx during the index procedure. It is reported that the third and fourth resolute integrity rx stents implanted in the lad were implanted in a side branch and the fourth one was implanted to treat an occlusion. It is reported that the patient suffered an mi on the same day as index procedure. Investigator has indicated that the event was possibly related to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi).